Event description:
On (B)(6) 2014; it was noted that the lead exhibited loss of capture and high impedances due to fracture. The patient was fine post procedure.

Event description:
It was reported that the left ventricle lead exhibited capture anomalies. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.